Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had unexpected restart. The customer¿s blood glucose level was 132 mg/dl at the time of the incident. Customer was able to successfully clear the alarm and complete the rewind the insulin pump. Troubleshooting was performed and another unexpected restart alarm was received. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.